Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown poly insert. The following other devices were also listed in this report: tibial baseplate; cat# unknown; lot# unknown femoral augment; cat# unknown; lot# unknown. Femur; cat# unknown; lot# unknown. Patella; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient was revised on a right knee due to infection.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. The following other device information was provided for this report: tri ts baseplate size 7; cat# 5521-b-700; lot# gwih; tri post augment sz7 5mm; cat# 5543-a-700; lot# agao; tri ts femur sz7 right; cat# 5512-f-702; lot# edmn; triathlon total knee system offset adapter 8mm; cat# 5570-s-080; lot# m8v36a; triathlon total knee system offset adapter 2mm; cat# 5570-s-020; lot# m9a75j; tri press-fit stem 15x150mm; cat# 5566-s-015; lot# m8e40e; tri press-fit stem 16x150mm; cat# 5566-s-016; lot# m9k46r; triathlon femoral distal augment 15mm - size 7 right; cat# 5542-a-702; lot# ggdm; tri post augment sz7 5mm; cat# 5543-a-700; lot# djdl. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.

Event description:
Update 01/09/2015: the sales rep was present for a planned I & d and poly exchange on (B)(6) 2014. The surgeon entered the patella area, did a minor wash out, did not breach the capsule and decided not to revise the poly. Because the infection was severe, the patient was brought back for surgery on (B)(6) 2015 where a full I & d was performed. All of the components were then removed and an antibiotic spacer was implanted.